Event description:
It was reported that, she surgeon inserted a competitor's lens and the haptic was torn off during insertion. The lens was removed and sutures were placed to close the incision. The reporter stated the incident was caused by the cartridge and forceps handling.

Manufacturer narrative:
Results: a work order search was performed and there was no similar complaints found within the work order.